Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that catheter extension set to connect to IV catheter. Rn (B)(6) attempting to screw extension tubing onto catheter, tubing not screwing on. This rn then retrieved another catheter extension set, rn (B)(6) attempting to flush IV, IV flush leaking from connection of extension tubing and catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.